Manufacturer narrative:
Additional information was received that there was an error message, hence its not a total loss of display. Unit is designed to alarm, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. There was no reportable malfunction.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The customer declined service. No repair information available. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The customer declined service. No repair information available.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation. There was no patient involvement.